Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause for the report of peritonitis was undetermined; no device malfunction or use error was identified. A batch review was conducted for the potentially associated lot numbers (h10f18080, h10g18013, h10h19027) and there were no exceptions noted during the manufacturing process. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received by global pharmacovigilance and is a spontaneous report by a nurse from (B)(6) of peritonitis in a male patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date, the patient was diagnosed with peritonitis which resulted in hospitalization on (B)(6) 2010. Treatment for the event was not reported. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Therapy with dianeal was ongoing. The nurse stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.